Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02209. Related manufacturer reference number: 3006705815-2021-02210. It was reported that the patient no longer desired therapy for an unknown reason. As a result, surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2021.